Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead perforated through the myocardium into the pericardial space. The lead was reimplanted and remains in use. No further patient complications have been reported as a result of this event.